Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that two universal aseptic transfer kit housings fell open during surgery. There was no report of surgical delay or patient injury associated with the event. No additional clinical information was received prior to this report. This is the first of two mdrs being submitting to report one incident. Refer to MDR 8031000-2013-00107 for the second incident.